Manufacturer narrative:
The customer stated the main vacuum errors have been ongoing for several days and cause the instrument to stop running. Customer technical support (cts) assisted the customer with troubleshooting and recommended the use of personal protective equipment before troubleshooting. Cts asked the customer to inspect for leaks. The customer opened the hydro and saw that the no foam canister lid plug is bubbling. Cts advised the customer to stop the instrument and then remove and clean the no foam plug. The customer stated this no foam canister was recently replaced and that the threads look ok. The bubbles in no foam continue to form after cleaning. A bci field service engineer (fse) rebuilt pumps.

Event description:
A customer contacted beckman coulter inc. (Bci) to report no foam bubbling from the bottle cap and leaking. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence. No injury or exposure was reported.